Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿asystole during pacemaker magnet application.¿ pacing clinical electrophysiology. 2017;40:1176¿1179. Https://doi.org/10.1111/pace.13084. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable pulse generator (ipg). The article reported that the patient was prepped for surgery for a mastectomy and lymph node dissection. At the start of the procedure, once the patient was under standard anesthesia, the physician placed the magnet on the patient¿s ipg, and there was an ¿unexpected¿ response. There was loss of capture, and the patient experienced asystole. Once the magnet was removed, the ipg returned to normal function. The surgical procedure was completed ¿uneventfully.¿ when the patient was in the recovery room, the ipg was checked again, and it was found to have ¿normal device function.¿ the patient was then referred for further evaluation. The status/location of the device is unknown. No further patient complications have been reported as a result of this event.